Event description:
It was reported that the physician was unable to interrogate the patient at a follow up visit on (B)(6) 2012. The physician confirmed that the handheld was not plugged in at the time. It was indicated that the physician was unsure if the patient's generator was depleted; however, the patient had also reported experiencing an increase in seizures. The patient was scheduled to follow up with the physician and a manufacturer's representative so that additional troubleshooting can be performed. This has not occurred to date. A battery life estimation was calculated which revealed that the generator may be at or nearing end of service. However, this has not yet been confirmed.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient was able to be interrogated during a clinical visit that day. The patient's settings were output=2.5ma/frequency=30hz/pulse width=130usec/on time=7sec/off time=0.3min/magnet output=2.25ma/magnet pulse width=130usec/magnet on time=60sec/neos=no. A normal mode diagnostics test was performed that day which showed output=ok/lead impedance=ok/dcdc=5/eri=no. The physician attributes the seizures to kidney stones, not vns. Troubleshooting was performed on the programming system and it was discovered that the wand battery needed to be replaced; there were no issues with the handheld and wand.